Manufacturer narrative:
Analysis found an import failure. Other relevant device(s) are: product ID: 9735585, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement procedure. It was reported that the site was having missing slices appear in cranial 3.0.2. When the same data sets are loaded into framelink, there have not been issues with missing slices. There was less than one hour delay to surgical time. There was no reported impact on patient outcome.